Event description:
A customer reported a malfunction alarm identified as malf 12, but no notable events occurred prior, and it did not cause an adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur afterwards. The customer was able to continue using the pump after the reset and was advised to contact technical support if the malfunction recurred.